Event description:
Patient was treated with coolsculpting in 2020.

Manufacturer narrative:
The following information is in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Investigation is ongoing.

Event description:
Allergan received a report of a patient who was treated with coolsculpting to the mid/lower abdomen and has developed paradoxical hyperplasia.